Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user used "nionix" while in the hospital; since discharged to home is not just using 3m non-sting wipe. Skin care regimen was discussed with end-user as follows: ensure to shower; use non-oiled soaps and perform crusting techniques with stomahesive powder and sensicare protective barrier wipes. It is further reported that end-user has recently tried convatec's samples which were too big thus eakin cohesive seals to fill in resulting in no change to skin. Lastly, it is reported that for the past week, end-user has been altering coloplast and convatec products with 3-5 day weartime; samples sent in starter kit fulfillment. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on july 09, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Manufacturer narrative:
The product associated with batch 3l00278 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It is reported that the end-user being recently hospitalized for ileostomy surgery. While hospitalized a skin irritation/redness developed around the stoma while in coloplast product and treatment was provided with "nionex". It is further reported that since discharge from hospital, the end-user has been using convatec's wafer in-between the use of the coloplast product without improvement (redness continues).